Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) shows electrical failure code 50 . There was no patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character restriction in block e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. A getinge field service engineer (fse) evaluated the unit and found that machine was not used since one month. The fse reconnected the the motor control pcb connections and performed test. All functional and safety test passed.

Event description:
N/a.